Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: product: smartsite - 7-day ll vlv adpt(stand alone) heparinized plug that has the purpose of accessing intravenous fluids to central and peripheral routes, mainly covered with a unidirectional stopper, does not allow the flow of more than 2 routes in central and peripheral access, this being a highly complex route such as intensive adult care , for which we request a change in a high flow heparinized plug. Plug that connecting to the pump equipment does not allow the passage of mixtures in high flow or bolts, nor the connection of three-way faucets can pass mixtures, since the alarms start to beep due to flow or occlusion.

Manufacturer narrative:
No samples were received for investigation of complaint reference(B)(4); however the customer has indicated that they have experienced an occlusion when using the 2000e7d product from lot 1013914. Further information relating to the clinical set up and products used in conjunction with the 2000e7d smartsite® product was not received to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined in this instance as no samples were received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature; however, a review of the production records for lot 1013914 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause for the customer's experience could not be determined; however previous reports of a similar nature have been found to be related to features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. However as neither the 2000e7d nor the connecting product in clinical use at the time of the customer's experience were received for investigation, it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there have been a small number of similar reports received in the last twelve months; however, to date these complaints have not been attributable to a smartsite® product defect. H3 other text : see section h.10.

Manufacturer narrative:
2000e7d is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product: k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: product: smartsite - 7-day ll vlv adpt(stand alone). Heparinized plug that has the purpose of accessing intravenous fluids to central and peripheral routes, mainly covered with a unidirectional stopper, does not allow the flow of more than 2 routes in central and peripheral access, this being a highly complex route such as intensive adult care , for which we request a change in a high flow heparinized plug. Plug that connecting to the pump equipment does not allow the passage of mixtures in high flow or bolts, nor the connection of three-way faucets can pass mixtures, since the alarms start to beep due to flow or occlusion.